Event description:
Doctor was performing a bicep tenodesis. The suture was then lasso around the lung head of the bicep tendon and doing so, the suture inserter metal tip broke and was directed in the inferior pouch. A separate inferior pouch axilla had to be established to remove the metal foreign body.